Manufacturer narrative:
(B)(6) healthcare, previously reported, an oxygen concentrator. By an authorized service center who reported, that the oxygen provider stated, that the unit had a burnt smell. The technician at the service center reported, that the cooling fan was operating properly. But noted, the base of the device was bulging and bowed. He did not specify, whether the bulging appeared as a result from an internal or external source. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. The device was powered on with no evidence of burning odor. The device was tested and was found to operate properly. The board had evidence of contaminants and corrosion near the power fail capacitor. It appears, the burnt odor was caused by a short at the power fail capacitors, due to the contaminants on the board. It is unclear, where the contaminants came from or how it entered the device.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an authorized service center who reported that the oxygen provider stated that the unit had a "burnt smell." The technician at the service center reported that the cooling fan was operating properly but noted the base of the unit was "bulging and bowed." He did not specify whether the bulging appeared to result from an internal or external source. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.